Manufacturer narrative:
The reported event of ¿high thresholds¿ was confirmed. As received, a complete lead was returned stretched in one piece. Visual examination of the lead found two external abrasions breaching the outer insulation and exposing the outer coil due to friction to another device or feature of the heart. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.

Event description:
Related manufacturer reference number: 2017865-2023-48386. It was reported, the patient presented to the emergency room for unrelated reasons. During system interrogation, it was discovered, the right ventricular lead had intermittent capture and reproducible lead noise. The atrial lead was also seen to have high capture thresholds. The leads were explanted. And a leadless pacemaker system was implanted without issue. The patient was stable.